Event description:
Pt was in shower room using external portable battery. Vent alarmed low battery then started cycling on and off. There was no way to turn off. Pt was removed from ventilator and manually ventilated. Ventilator was unplugged from external battery, then it started working again and could be turned off. The ventilator did the same thing again with same battery. Another portable battery was used, ventilator worked fine until battery low then start the on/off cycling again. On external for 20 minutes prior to event.